Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up, with a device that was far field r-wave oversensing on the atrial lead. The oversensing was noted on a stored automatic mode switch egm. The device was reprogrammed successfully. The device remains implanted.